Event description:
It was reported that during set up / inspection for use, the subject flex video scope device had no image when it was hooked up. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Updated fields: d9, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the no image malfunction: the no image was due to the error code, b30, an electrical component issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.